Event description:
Information received indicates the valve was removed due to perivalvular leak. During valve inspection at explant, a prolene suture seemed to be the cause of a cut (tear) noted in the prosthesis close to the left coronary ostium. The surgeon stated the pt's annulus measured closer to size 31mm, and indicated possible user error. The valve was replaced with no additional consequence reported for the pt.